Manufacturer narrative:
The device was returned to olympus for evaluation. The reported issue of image disappearing was confirmed. This is due to the damaged charge-coupled device unit, and occurs during angulation in the right and left direction. Additional finding are as follows: (a.) Adhesive was found chipped on the bending section cover, or distal sheath, (b.) The switch 1 button has discoloration, (c.) The light guide cover has a scratch, (d.) And the video connector has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus the endoeye flex deflectable videoscope experienced the image disappearing when the angle was activated. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿3.8 inspection of the endoscopic system¿ describes as below [inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.